Event description:
A report was received that the pt had a successful pocket revision. The pt was experiencing pocket site discomfort and the ipg was not sitting flat. The pt has lost a significant amount of weight (not device related). The pt was also experiencing charging difficulties. The physician replaced the ipg. The pt is doing well after surgery.

Event description:
A report was received that the patient had a successful pocket revision. The patient was experiencing pocket site discomfort and the ipg was not sitting flat. The patient has lost a significant amount of weight (not device related). The patient was also experiencing charging difficulties. The physician replaced the ipg. The patient is doing well after surgery.

Manufacturer narrative:
Return product analysis of the ipg passed visual, performance, electrical and photographic imaging tests performed. Review of the battery profile indicated that the maximum battery depletion rate was within the expected range. The device was powered up with an external supply and the sleep current measured within specification. The device exhibits normal charging and discharging characteristics.